Event description:
It was reported that review of session records revealed inappropriate therapy was delivered due to oversensing. The lead was capped and replaced. Patient condition was good.

Manufacturer narrative:
No medwatch form was received.